Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that system was unable to boot up. The customer has cancelled the case, indicating that the service is no longer needed. Upon reviewing the complaint, it has been concluded that there were no reports of harm. No further action is required currently. The codes were updated based on the investigation outcome.